Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated chloride (cl) results generated on the alinity c processing module for patient samples. The following data for one sample was provided (customer¿s reference range 98-107 mmol/l): initial result = 135 mmol/l, repeat result on another alinity = 107 mmol/l no impact to patient management was reported.

Manufacturer narrative:
Additional information section h4 - device mfg date: updated from blank to 3/1/2023 section d10 - concomitant product corrected from alnty c ict sample dilu, 07p53-20, 14425un25 to ict modle, 09d28-04, unknown. The ict module in use with the alinity c processing module, serial number (B)(6) was assessed due to falsely elevated chloride results, and it was determined that the ict module was the likely cause. The part was replaced which resolved the issue as no additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. The instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant or erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity c processing module and ict module did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify any non-conformances related to the current complaint. Review of the product monitoring review for clinical chemistry systems did not identify any similar issues related to the alinity c processing module, likely cause part, or discrepant results as described in this complaint. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c processing module, serial number (B)(6), or the ict module was identified.

Event description:
The customer observed falsely elevated chloride (cl) results generated on the alinity c processing module for patient samples. The following data for one sample was provided (customer¿s reference range 98-107 mmol/l): initial result = 135 mmol/l, repeat result on another alinity = 107 mmol/l no impact to patient management was reported.